Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the medical team discovered that the device was damaged (exposed internal components) after the procedure. During the procedure, the pentaray nav high-density mapping eco catheter was used for an afib ablation prior to a mechanical mitral valve replacement. The physician was instructed that using the pentaray in a patient with mechanical valve went against the guidance in the device's IFU (instructions for use). However, the physician still used the pentaray to map the left atrium. During the mapping phase around the mitral valve annulus the pentaray got stuck within in mechanical valve. After a few minutes of manipulation the catheter became unstuck. Signals and visualization on penta electrodes 9-10 and 11-12 were lost. Physician still continued using the catheter for the rest of the procedure. No patient harm occurred. During intra procedural cardiac echo no visible defect of mechanical valve was found. After the procedure was completed, the medical team provided a photograph that displays an exposed wire on the pentaray post removal.

Manufacturer narrative:
On 17-jan-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the medical team discovered that the device was damaged (exposed internal components) after the procedure. During the procedure, the pentaray nav high-density mapping eco catheter was used for an afib ablation prior to a mechanical mitral valve replacement. The physician was instructed that using the pentaray in a patient with mechanical valve went against the guidance in the device's IFU (instructions for use). However, the physician still used the pentaray to map the left atrium. During the mapping phase around the mitral valve annulus the pentaray got stuck within in mechanical valve. After a few minutes of manipulation the catheter became unstuck. Signals and visualization on penta electrodes 9-10 and 11-12 were lost. Physician still continued using the catheter for the rest of the procedure. No patient harm occurred. During intra procedural cardiac echo no visible defect of mechanical valve was found. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device were performed following bwi procedures. Visual analysis revealed that one of the splines was bent with a wire exposed. No other damage or anomalies were detected during the analysis. A manufacturing record evaluation was performed for the finished device 31135493l number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The observed damage is related to the usage of the device with a mechanical valve. The instructions for use contain the following recommendations: do not use the catheter in patients with prosthetic valves. This patient population is subject to increased risk of embolization of components and resultant patient sequelae. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).